Event description:
77 year old male underwent compound arthrodesis on left ankle 7/24/91. 2-3 weeks prior to incident report date patient heard snap and felt pain in left ankle. X-ray revealed failure of one of screws used for internal fixation with failure and non-union of arthrodesis. Approximately 20 mm of screw apparently left in bone.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, unanticipated adverse reaction - short term. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.